Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported two defective but has not provided any additional info or clinical details for the additional event. Therefore, this single form FDA 3500a report will be submitted.

Manufacturer narrative:
Device eval: two used suspect devices were returned for eval. The devices were examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root cause of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval: method - device history record was reviewed, complaint data base was reviewed.